Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A (B)(6) mgr reported that a pt states she "lost vision" following intraocular lens (iol) implant surgery. In a f/u, the surgeon reports that the event continues due to the pt's "bad near vision". The surgeon reported that the surgery was perfect, no complications, postoperative f/u normal, but the near sighted vision was bad since the beginning. The pt underwent a capsulotomy and lasik procedure following the implant.